Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of unspecified access set that was connected to PICC (peripherally inserted central catheter) line "snapped in two" due to the line was accidentally leaned on. There was no patient injury or medical intervention associated with this event. No additional information is available.